Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device on (B)(6) 2013. During the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed april 16, 2014.